Event description:
It was reported that balloon rupture occurred. During a procedure involving a 4.0 x 100, 135cm mustang balloon catheter, the balloon ruptured on the second inflation at 18 atmospheres for 60 seconds. The device was removed and the procedure completed with another of the same device. No patient complications were reported.